Manufacturer narrative:
Correction: the correct explant date is (B)(6) 2025, not (B)(6) 2025, as previously reported. Device analysis report attached.

Event description:
Per the clinic, the patient reported poor performance and poor sound quality with device use. The device was electively explanted on (B)(6) 2025, and there are no plans to reimplant the patient with a new device as of the date of this report.